Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the distal conductor was stretched and had blood/body fluid on it (not obstructed). The outer insulation was melted, had cosmetic metal induced oxidation, had cosmetic environmental stress cracking and was breached cut. Also the lead was stretched.

Event description:
It was reported the left ventricular (lv) lead had impedance greater than 3000 ohms and an apparent fracture. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the distal conductor was stretched and had blood/body fluid on it (not obstructed). The outer insulation was melted, had metal induced oxidation, had cosmetic environmental stress cracking and was breached cut. Also the lead was stretched.

Event description:
It was reported the left ventricular (lv) lead had impedance greater than 3000 ohms and an apparent fracture. The lv lead was explanted and replaced. It was noted that the patient is part of the (B)(4) study. No patient complications have been reported as a result of this event.